Event description:
Report received for three undocumented incidences of difficulty in drug administration through a clave port. The sets are used in the post anesthesia care unit on immediate post-operative pts. The claves are accessed with abbott carpuject pre-filled narcotic syringes. The customer reported that when the proximal clave is initially accessed, "resistance" is met, but drug delivery occurs. When the port is accessed a second time, there is no "resistance" met, and the drug is easily delivered. There has never been difficulty accessing the clave port distal to the pt. The problem has strictly been with narcotic delivery at the proximal clave port, and has never occurred with emergent drug delivery. Although resistance was met, drug delivery has always occurred. There have been no reported adverse pt events. Though requested, no further info was received.